Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, pain during intercourse, pelvic pain, reoccurrence of prolapsed, scarring, urinary retention, and urine leakage. No further info has been provided.